Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that battery of cardiosave intra-aortic balloon pump (iabp) was deteriorated. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h11. The complaint record is downgraded based on the follow-up information. Since battery was due for replacement, hence this complaint is not valid and record needs to be cancelled. No additional reports will be sent for this mfg report number 2249723-2025-0000408.